Event description:
It was reported that the brakes failed a pull test. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: brake plate kit. User facility reported this event in medwatch (B)(4).